Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in the right common iliac artery, the fox plus balloon ruptured at 6 atmospheres during the first inflation. The balloon and delivery catheter were entirely removed without difficulty. There was no adverse patient effect. Though requested, no additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. Without the device to examine, a root cause could not be determined. The lot number was provided. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this complaint.